Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report by the customer contact that the pump was broken. This does not indicate a reportable event. However, during verification testing at the service center, the device delivered more than expected.